Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. We have contacted the initial reporter or request add'l info. With the currently available info, no conclusion can be made. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2004, the pt was implanted with and unk bard flat mesh. On (B)(6) 2007, the pt was implanted with a non-bard device for a pelvic repair. The attorney's report alleges that the pt has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities as a result of the implantation of the prior designated pelvic mesh product.